Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a green battery symbol appeared on the screen, accompanied by an audible beeping sound. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.